Event description:
This study compared the use of proglide (suture-based closure) and manta (plug-based closure) for transcatheter aortic valve replacement procedures. The study mentioned the following complications potentially related to the use of proglide: death, bleeding, hematoma, pseudoaneurysm, occlusion, embolism [unspecified separation], unspecified deployment failure, misfire [cuff miss/suture-retrieval issue], which would require an additional method to achieve hemostasis, and manual compression was used. Conclusively, proglide outperformed manta as described in this article. Details are listed in the attached article, titled "vascular complications in transcatheter aortic valve replacement with plug-based versus suture-based closure devices¿.

Manufacturer narrative:
B2, b3: date is estimated. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effect of death is listed in the electronic proglide instructions for use (IFU) as a potential adverse event of use of the device. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effects and device malfunctions referenced in b5 are captured under a separate medwatch report. Article attached titled: "vascular complications in transcatheter aortic valve replacement with plug-based versus suture-based closure devices."